Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer indicated the sample was checked for clots, hemolysis, icterus and lipemia and no issues were observed. The customer also indicated that quality controls recovered within expected ranges on the day of the event and that there were no error messages on the sysmex cs-5100 systems. Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant, falsely elevated pt and pt inr results and discordant, falsely low pt % results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated prothrombin time (pt) and pt international normalized ratio (inr) results were obtained on a patient sample using the dade innovin reagent on two sysmex cs-5100 systems. Additionally, discordant, falsely low pt % results were obtained on the same sample, using the same reagent. None of these results were reported to the physician(s). The sample was repeated, using the thromborel s reagent, resulting lower for pt and pt inr, and higher for pt %. The sample was repeated using the same dade innovin reagent lot and the same thromborel s reagent lot three times. The pt inr result of 2.65 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt and pt inr results and the discordant, falsely low pt % results.